Manufacturer narrative:
(B)(4). The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to a high blood glucose level of 747 mg/dl. Blood glucose at the time of the call was 334 mg/dl. The customer's blood glucose before breakfast prior to calling was 117 mg/dl. Customer experienced symptom related to their high blood glucose such as nausea. The customer was wearing the insulin pump at the time of admission. During troubleshooting the device had a no delivery alarm and customer does not want to continue troubleshooting and would like to get a replacement. The insulin pump was returned for analysis.